Manufacturer narrative:
Internal report reference number: (B)(4). Additional report reference number (B)(4) - meter and test strips. Adverse event report is being submitted due to customer seeking medical attention/ hospitalization. Lancing device was not returned for evaluation. Most likely underlying root cause: mlc-028: there was not enough information to determine the mlurc. Note: manufacturer contacted customer in a follow-up call on 08-mar-2023 to ensure the replacement products resolved the initial concern - able to establish contact with customer who stated replacement products resolved initial concern.

Event description:
Consumer reported complaint for broken lancing device. Son is calling on behalf of the customer. Son stated that the lancing device sometimes would not lance the customer's finger. The customer is using compatible lancets. The customer feels well and did not report any symptoms. Son stated that customer had been taken to the hospital due to the low results. Son also stated customer was administering insulin at night without having a meal. Son was unable to provide any further details regarding the medical attention; son stated customer has had the lancing device probably more than 10 years and the medical attention occurred no more than a year ago.